Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. Insulin delivery was suspended due to sensor values. Sensor glucose value that triggered suspend on low or suspend before low event was below 3.5 mmol. Low limit in sensor settings was below 3.5 mmol. The blood glucose value associated with the triggered suspend event 15 mmol. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Trouble shooting was performed. Advised this is most likely due to a sensor not situated properly in the isf preventing sensor from properly tracking changes in glucose and may also be related to site location the sensor will not be returned for analysis.